Event description:
Two mins after initiation of cp bypass, blood in the arterial line and cardioplegia circuit looked dark, despite the venous saturation monitor reading 74%. The o2 analyzer read 100% o2 being delivered. After checking the circuit and switching to an o2 tank, failure of the oxygenator was suspected. Cross clamp was removed, calcium was administered, the pt was defibrillated, and bypass was terminated. Just prior to discontinuing bypass an arterial blood gas from the pump line read an o2 saturation of 23%. The oxygenator was replaced and the case was completed successfully.